Event description:
Info received indicates the technician found a high ground reading on the plug of the power cord.

Manufacturer narrative:
The technician replaced the plug on the ac power cord to repair the bed.